Event description:
It was reported an internal electrical component burned the fabric foundation of the unit, damaging the chiropractor's mechanical massage bed. Our inspection of the unit revealed a broken wire, resulting in a 1" - 2" burn hole in the fabric foundation of the unit. We determined that this report was attributable to misuse on the part of the user and cautioned the dr regarding proper use of the unit.